Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10-26-2016 that a customer had an issue with a lite glove. The customer reports broken lite handle cover. Additional information was requested on 11/22/2016 and on 11/23/2016 with no response.